Event description:
New information received notes that programming changes were made to the device. Patient was stable before, during and after the event.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was received showing post-paced t wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended.

Event description:
New information received states a new instance of post-paced t wave oversensing was observed from the most recent merlin transmission. The new programming changes were made. The patient is doing well before and after the event.

Event description:
New information received indicates that new episodes on t-wave oversensing was still occurring after making previously suggested sensitivity changes. As sensitivity was already very low for the device and oversensing occurs only device paces. Additional programming to prevent future oversensing were made. The patient was asymptomatic and stable throughout. The patient will continue to be monitored.